Event description:
The customer states that the knob is broken. The customer stated no pt harm occurred.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.